Event description:
A caller reported a cartridge alarm 30 while using a pump during insulin delivery. The customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer technical support assisted the caller in loading a new cartridge properly, which allowed the customer to successfully resume insulin therapy, resolving the issue. No previous reports of similar alarms were associated with this pump.